Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report that lenses were delivered mangled and injectors are damaged. A visual inspection of the iol handpiece injector was performed and was found to be conforming. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo 1 shows two company devices with lot information. Photo 2 - zooms into the lot information of photo 1. Reported issue could not be confirmed. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore lenses were delivered mangled and injectors are damaged as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implantation, the three lenses were delivered mangled, and suspected that two of the injectors are damaged with unknown patient contact. There are three medical device reports associated with this report. This report is 2 of 3. Additional information has been requested.